Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was loose at the infusion site. Symptoms reported include hyperglycemia, frequent urination and vomiting. The patient reports they could not stand up. Once the paramedics arrived at the patients home they removed the patients pod from the infusion site (leg) and discovered it was empty of insulin. Once at the hospital the patient was diagnosed with diabetic ketoacidosis with coma associated with type 2 diabetes. The hospital had completed exams on the patients heart and kidneys as the patients heart rate was abnormal. The patient had a procedure performed to check for blood clots in the heart. The patients heart was shocked for it to return to a normal heart rate. The patient was prescribed lantus and metoprolol (60 mg) to be taken two times daily as well as 12 units of humalog insulin. The patient was released from the hospital after 6 days. The patient's blood glucose history are as follows: (B)(6).